Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device is currently implanted. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical product: persona femur stemmed cemented, cat#: 42502607001 lot#: 62538840. Persona patella cemented, cat#: 42540000038 lot#: 62352426. Persona tibia stemmed cemented, cat#:42532007901 lot#: 62504322. Multiple MDR reports were filed for this event, please see reports: 01527 3007963827-2017-00255, 0002648920-2017-00546, 0002648920-2017-00549.

Event description:
It was reported that the patient has started hearing and feeling a "clicking" sound/sensation when he walks 1/2 mile or longer.